Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported wearing the retainers and noticed the retainer poking the filling. This later led to chipping and cracking the upper left back tooth. Per the patient, this was caused by the retainers putting pressure on the tooth and eventually cracking it. The patient also reports pain on the back left tooth, which only hurts when eating something hard and food gets stuck in the tooth.